Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump received a communication error. The patient's blood glucose at the time of incident is unknown, but during the phone call it was at 198 mg/dl. The customer stated that the communication failures have been occurring for about two weeks. Troubleshooting was initiated for the communication failure, and the customer found an excessive no delivery alarm and a signal too low alarm in the alarm history. The customer declined troubleshooting for the excessive no delivery and signal too low alarms. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump monitored for several days and no alarm noted. The insulin pump passed the error test. No alarm noted. However, the alarm found in the alarm history files due to corrupted history file. The insulin pump was unable to download to the carelink software due to alarms in alarm history screen. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.